Event description:
It was reported that a leak was observed form the roller clamp of a clearlink system non-dehp continu-flow administration set during priming. The exact position of the roller clamp is unknown. The set was being primed with saline and an unknown chemo therapy drug. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.